Event description:
The customer alleges, the dash monitor missed a v-tach alarm that caused a delay in recognition and/or treatment of a significant cardiac event. The patient was in ventricular-tachycardia that resulted in hlr. Defibrillation was needed to get the patient back in sinus rhythm. No patient death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
.